Event description:
It was reported that this right ventricular (rv) lead recently exhibited high, out-of-range pacing impedance measurements (>2000 ohms). The physician subsequently elected to explant and replace the system with a non-boston scientific system to resolve the event. During the procedure, the right atrial (ra) lead body fractured. The patient was stable with no additional adverse effects. The system is expected to be returned for analysis, but has not yet been received.

Event description:
It was reported that this right ventricular (rv) lead recently exhibited high, out-of-range pacing impedance measurements (>2000 ohms). The physician subsequently elected to explant and replace the system with a non-boston scientific system to resolve the event. During the procedure, the right atrial (ra) lead body fractured. The patient was stable with no additional adverse effects. This rv lead was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.